Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported "when boot by self-test, there are two indicators cannot be passed." There was no report of patient involvement.